Event description:
User called into emergency support program (esp) line to request support with clotted inner lumen that occurred during intra aortic balloon therapy. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
The additional initial reporter name is dr (B)(6) (interventional cardiologist). Due to character limit in the e1 section the full venet site name is (B)(6) medical center. User called into emergency support program (esp) line to request support with a with a clotted inner lumen. User told that catheter wasn¿t flushing at all. Initially they were abe to draw back well and flush well, but not anymore. The pump is operating fine. The esp personnel reviewed that we do not have any additional troubleshooting for clearing the inner lumen of clot and that if user suspects it is clotted off, the recommendation would be to cap the inner lumen and label as do not use or flush. The esp personnel also reviewed the fiber-optic source being an adequate arterial source and how to maintain the function of that. User doesn¿t have any more concerns and disconnected the call. No harm or injury reported.